Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery operation might not be available. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'battery operation may not available' which was reproduced while testing the battery module when a check battery error occurred. The cause was determined to be a failed battery pack which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.